Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent orif surgery for supracondylar fracture of right humerus with va-lcp distal humerus plate and 2.7 mm variable angle locking screws. The distal locking screws were inserted into distal humerus plate, but one of them did not lock. The surgeon tried replacing the screw but could not do it. It is thought that the hole in the plate could have been stripped. The surgeon inserted the proper number of screws into the distal bone fragments by adding screws from other holes. Therefore, the surgery was completed without replacing the plate. The surgeon commented that there was no problem with the bone fixation. The surgery was completed successfully within 30 minutes delay. This report involves one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 16mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1 initial reporter facility name: social welfare corporation hokkaido social work association obihiro hospital. H3, h4, h6: part # 04.211.016s. Lot # 124l844. Manufacturing site: werk selzach logistik. Release to warehouse date: 12.jan.2023. Expiration date: 01.jan .2033. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.211.016. Non-sterile lot # 3110p50. Manufacturing site: werk selzach logistik. Release to warehouse date: 19.nov.2022. Supplier: (B)(4) inc. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.